Event description:
The patient underwent laparoscopic sigmoid colectomy with low pelvic anastomosis in 2009. He presented with fever the following month and leukocytosis since the day before. Chest x-ray and CT scans on days the same day and the next day. Findings of additional x-ray performed two days later, and a CT on another two days later were related to a perforation probably at the level of the sigmoid anastomosis. The patient was taken to the or on the same day for repair of leakage.

Manufacturer narrative:
Anastomotic leak. No corrective or remedial actions were taken. The cumulative leak rate with the use of the car 27 device is within the law range of the leak rate reported in the literature.